Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between june 8, 2018 to june 9, 2018. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was observed at the distal luer. Functional testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half-day infusor did not infuse during patient use. The device had been filled with 480mg desferrioxamine in 50ml 0.9% sodium chloride. It was further reported that a non-baxter needle was used to restart the infusion in the other leg, however the device did not infuse. Flow was detected prior to connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.